Manufacturer narrative:
Updated section d10 - concomitant product to remove cup, ict ref, with probes (rohs),7-205355-01,unk. The field service representative (fsr) inspected the instrument and replaced multiple parts; however, a definitive cause of the discrepant results was not identified. No additional discrepant result issues have been reported. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely depressed potassium, sodium, and calcium results generated on the architect c4000 processing module. The customer provided the following data, and the discrepant results were not reported out of the lab: potassium: initial result = 2.3 mmol/l; repeat result = 4.1 mmol/l (normal range: 3.3-5.0 mmol/l). Sodium: initial result = 113 mmol/l; repeat result = 139 mmol/l (normal range: 136 to 145 mmol/l). Calcium: initial result = 2.7 mg/dl; repeat result = 9.3 mg/dl (normal range: 8.4 to 10.2 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed potassium, sodium, and calcium results generated on the architect c4000 processing module. The customer provided the following data, and the discrepant results were not reported out of the lab: potassium: initial result = 2.3 mmol/l; repeat result = 4.1 mmol/l (normal range: 3.3-5.0 mmol/l). Sodium: initial result = 113 mmol/l; repeat result = 139 mmol/l (normal range: 136 to 145 mmol/l). Calcium: initial result = 2.7 mg/dl; repeat result = 9.3 mg/dl (normal range: 8.4 to 10.2 mg/dl). There was no impact to patient management reported.